Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited left ventricular (lv) lead loss of capture (loc). Technical services (ts) was consulted, discussed that appeared that the threshold has gradually rise to now about 5v and the patient is programmed subthreshold. Ts recommended bringing the patient in clinic to adjust. The patient was noted to be non dependent. This crt-d system remains in service. No adverse patient effects were reported.